Event description:
The customer reported they are having issues with the spring that secures the safety bail which affects the engagement of the bail and hook. The reported issue was not associated with patient involvement or an adverse incident.

Manufacturer narrative:
A visual and functional evaluation of the subject stretcher was conducted at the customer's location. The safety bail was confirmed to be broken and was replaced and the stretcher was returned to service.

Event description:
The customer reported they are having issues with the spring that secures the safety bail which affects the engagement of the bail and hook. The reported issue was not associated with patient involvement or an adverse incident.